Event description:
Additional information received indicates that a manufacturer representative was able to troubleshoot and resolve the issue.

Manufacturer narrative:
The reported issue was a bluetooth communication issue. Troubleshooting by manufacturer representative resolved patient's issue. As such, this event no longer meets the reportability criteria.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. H10: further information was received under follow-up report 1 , this event is no longer part of fsca (B)(4).

Event description:
It was reported that the patient¿s ipg does not communicate with external device following a surgical procedure. Reportedly, the ipg was not set into surgery mode prior to the procedure.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.